Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. Customer's blood glucose was 218 mg/dl.